Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb).

Event description:
The customer reported that a ventilator had a blank display. The ventilator was not on a patient at the time of the event.